Manufacturer narrative:
UDI not available for this instrument. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a sacroiliac and thoracolumbar procedure. It was reported that intra-operatively, the lumbar probe was damaged; the tip of it was twisted while the surgeon was inserting it into the lumbar spine. The site swapped to a thoracic probe. The procedure was completed using the navigation system and there was no reported impact to patient outcome. There was no reported surgical delay.